Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs lead site. The patient stated she would like to have her scs system removed. No further information was available at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-08178. Additional information received that patient had her scs system explanted in (B)(6) 2018 at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08178.